Manufacturer narrative:
Product event summary: a service visit was conducted on the console 5m0647 and it was analyzed. The initial reported issues leading to the aborted procedure could not be reproduced. Further analysis was done on the console and a misconfigured valve board setting was observed. Resetting the valve board to the correct values returned the console to normal function. No additional uncorrectable faults were noted. In conclusion, the temperature value, low pressure regulator value, inflation issues, and the balloon catheter not being recognized by the console are not likely to cause or contribute to a death or serious injury; however, the risk of the patient being under general anesthesia without full therapeutic effect is the adverse event being reported. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the temperature was not as expected, the low pressure regulator (lpr) was lower than the expected range, inflation issues were present, and the catheter was not recognized. The patient cable was also suspected to be damaged. The case was aborted while the patient was under general anesthesia. No patient complications have been reported as a result of this event.